Manufacturer narrative:
(B)(4). Batch #: u93l1t. Additional information was requested and the following was obtained: the top jaw of the device broke off and the blade got disoriented. The device is discarded due to covid. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the enseal jaw broke on the first activation. There were no patient consequences.